Manufacturer narrative:
The sample was not returned for investigation and there were no pictures of the bag available. The user reported the bag leak was detected during the thawing process, after freezing. There was no report of the bag leaking during the filling process or before the bag was frozen.

Event description:
A leak was detected on the bottom neck of the port after the bag was thawed.